Event description:
Information received by medtronic indicated that the insulin pump had issue. No harm requiring medical intervention was reported. The insulin pump returned for analysis.

Manufacturer narrative:
(B)(4). Device passed displacement test and self-test. Pump was cut and open found no moisture/damage on the electronics, battery connector, battery tube, vibrator, keypad flex tail, keypad trace noted during visual inspection. However, found moisture damage on motor home switch. Device had scratched case, stained address/serial number label and stained end cap sticker. The test reservoir locked in place properly and no anomaly noted. Unit had moisture damage on motor home switch confirmed.